Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were noted to have an erosion at the device pocket. The system was also infected. The patient was given oral antibiotics and the infection was thought to have cleared. However, the products were explanted was part of a system revision due to continued erosion and infection two months later. There were no additional adverse effects reported. No additional adverse patient effects were reported.